Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset. It was further reported that the device had invalid counters and the device clock differed from the programmer. It was noted that the patient was in surgery at the time of the event. The icm remains in use. No patient complications have been reported as a result of this event.